Manufacturer narrative:
Bec fse found that rinse block and drain came unthreaded from the air cylinder causing clenz to drain onto the diluter. The fse screwed the cylinder onto the rinse block. The repairs were verified per established procedures. Blood, diluent or clenz can be present in the rinse block. Root cause for the leak was that the rinse block and drain came unthreaded causing clenz to spill on the diluter. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer reported that a clenz leak was observed on coulter lh 750 hematology analyzer during shut down. The user was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The material safety data sheet (msds) was not reviewed, but is readily available. There is a risk management/exposure control plan in place. There was no report of exposure to mucous membranes or open wounds. Medical attention was not sought. There was no death, injury or change to patient treatment attributed or associated to this complaint.